Manufacturer narrative:
H.6 investigation summary: this complaint is confirmed. This complaint is for false positive cpo results and false resistance to ertapenem (etp) with e. Cloacae, k. Aeruginosa, and s. Marcescens when using nmic-307 (449283) batch number 2179214. The customer provided panel returns, isolates, broth and indicator returns but did not provide phoenix generated lab reports for the investigation. It is to be noted that isolate f21229 was not viable for investigation testing and was not used. To investigate, one (1) customer returned panel was inoculated with customer isolate s. Marcescens w32788 to be evaluated for mic and cpo results. Next, one (1) retention panel from complaint batch 2179214 was inoculated with customer isolate w32788 to be evaluated for mic and cpo results. Then, one (1) retention panel of the complaint batch was inoculated with customer isolate k. Aerogenes t67906 to be evaluated for mic and cpo results. For a total of three (3) panels tested, the two panels with customer isolate s. Marcescens w32788 returned resistant results. To further investigate, customer isolate s. Marcescens w32788 underwent sensi-disc testing and returned sensitive results. As a result of the investigation, this complaint is confirmed for s. Marcescens w32788. A review of quality notifications revealed no quality notifications for the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: ø media selection o isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. O ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling o cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. O for qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation o use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. O ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. O prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. O ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. O confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. O use bacterial suspensions within 60 minutes of preparation. ø panel preparation o panels should be used within 2 hours of removal from pouch. O inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. O allow sufficient time for fluid to traverse down the well tracks before moving the panel. O avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. O inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation.

Event description:
It was reported that bd phoenix panel nmic-307 failing correlation between results. The following information was provided by the initial reporter: "phoenix failed correlation hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): customer states the ertapenem phoenix m50 result is not matching with the kirby bauer test result. Klebsiella aeruginosa, result on kirby bauer test was 22 enterobacter cloacae complex result on kirby bauer test was 25 serratia marcescens result on kirby bauer test was 23 as stated on clsi m100 guideline inhibit zone size >or equal to 22 is sensitive. 1. What result did the customer obtain from the bd product? Resistant in all 3 cultures tested by duplicate. 2. What result was the customer expecting to obtain (if different from the obtained result) they expected to find the same result when repeated on the kirby bauer test, but was not, since the kirby bauer result was sensible for all the isolates. 3. Was this a qc, validation, or proficiency test? No, patient samples and cultures. 4. Was patient treatment changed as a consequence of the issue with results? No. They treat the information in a conservative way and reported as resistant to ertapenem. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Customer states not knowing this information."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix panel nmic-307 failing correlation between results. The following information was provided by the initial reporter: "phoenix failed correlation hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): customer states the ertapenem phoenix m50 result is not matching with the kirby bauer test result. Klebsiella aeruginosa, result on kirby bauer test was 22. Enterobacter cloacae complex result on kirby bauer test was 25. Serratia marcescens result on kirby bauer test was 23. As stated on clsi m100 guideline inhibit zone size >or equal to 22 is sensitive. What result did the customer obtain from the bd product? Resistant in all 3 cultures tested by duplicate. What result was the customer expecting to obtain (if different from the obtained result) they expected to find the same result when repeated on the kirby bauer test, but was not, since the kirby bauer result was sensible for all the isolates. Was this a qc, validation, or proficiency test? No, patient samples and cultures. Was patient treatment changed as a consequence of the issue with results? No. They treat the information in a conservative way and reported as resistant to ertapenem. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Customer states not knowing this information."